Manufacturer narrative:
The product has not been received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. Investigation into the reported issue has determined that the reported issue is likely a result of the procedural factors/technique used for the procedure. A patch blow out can be caused by suturing technique/error. During manufacturing the products are measured to ensure they are the proper thickness to prevent this type of issue. Additionally, the report of a staph a infection is highly unlikely to be caused by the device itself. The validated sterilization process for the xenosure product is tested against bacillus atrophaeus, which is more resilient than staphylococcus aureus. The sterilization process would kill this bacterium. Therefore, it is likely that the source of the infection was from the procedure itself. There is no indication that the product sterility was compromised. Review of the device history record did not identify any issues that would cause or contribute to the reported issue.

Event description:
It was reported that the xenosure patch blew out and had hematoma around it. A culture swab resulted in a staph a infection. The carotid endarterctomy surgery was performed on (B)(6) 2024. The issue was resolved by washing out and performing a redo of the carotid endarterctomy procedure. No other complications or injuries were reported.